Event description:
The customer reported the ventilator was smoking and would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the device would not power on. The service technician replaced the power management pcb board to address the reported problem. The service technician reported that inspection of the power management board revealed component damage which may have been the source of the reported smoke. The damage as reported may be indicative of a 35 volt supply failure. A 35 volt supply failure may result in a shutdown of the device during normal ventilation mode operation.